Manufacturer narrative:
Contrary to the initial MDR, the washer parts subject of the event were not returned to steris for further investigation. To date, we have not received the washer back from the customer; it is unclear if the unit will be returned for evaluation.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the washer and spoke with facility personnel regarding the reported event. The technician learned that prior to the reported event, the facility's maintenance technician observed that the unit had alarmed "motor overload tripped". The maintenance technician placed the unit into service mode to test the unit when he noticed a burning odor and observed flames coming from behind the washer's control panel. When this alarm occurs user facility personnel should remove the unit from service. The customer did not place a service call in response to the alarm. The reliance synergy washer operator manual states (7-10), "alarm 22: motor overload tripped.1. Press alarm reply on touch screen to silence buzzer and acknowledge alarm 2. Call steris." The steris service technician inspected the washer and found that the internal components were damaged. Based on discussion with user facility personnel and the technician's inspection, it is likely that the heating element in the drying manifold assembly had overheated causing the reported event to occur. The washer was installed in 2009 making it approximately 12 years old and is not under steris service agreement. The user facility is responsible for all maintenance activities. The unit was removed from service following the reported event and the customer is awaiting a replacement washer. The washer parts subject of this event have been returned to steris for further evaluation. A follow-up MDR will be submitted should additional information becomes available.

Event description:
The user facility reported that their reliance synergy washer/disinfector caught fire. The flames were extinguished with a fire extinguisher. No report of injury.